Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2023-01446, 1627487-2023-01447, and 1627487-2023-01449. It was reported that the patient's ipg was protruding through the skin at the ipg site and that three of the patient's leads were exhibiting impedance issues. Surgical intervention was undertaken in which the patient's scs system was explanted to address the issue. The wound at the previous ipg site has reportedly healed.

Manufacturer narrative:
Date of event is estimated.